Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 07/aug/2019. Additional information: h3, h6, h10. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Dark brown discoloration was observed on the balloon shell and center patch of the device. The balloon sheath was observed to still be present on the distal end of the fill tube tip, covering the tip. A valve test was performed and noted the flow of fluid was continuous and unobstructed. An air leak test was performed and leakage was observed in three openings on the radius and one opening on the posterior portion. Under microscopic analysis, the openings were noted to have striated edges, consistent with surgical damage from removal activities. The fill tube tip was observed to be straight with no apparent abnormalities. Brown and orange particles were observed in the valve channel.

Manufacturer narrative:
Device labeling addresses the reported event as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) may be higher when balloons are left in place longer than 12 months or used at larger volumes (greater than 700 cc). The physiological response of the patient to the presence of the orbera365¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera365¿ system include: intestinal obstruction by the balloon. An insufficiently inflated balloon or a leaking balloon that has lost sufficient volume may be able to pass from the stomach into the small bowel. It may pass all the way through into the colon and be passed with stool. However, if there should be a narrow area in the bowel, as might occur after prior surgery on the bowel or adhesion formation, the balloon may not pass and then may cause a bowel obstruction. If this occurs, percutaneous drainage, surgery or endoscopic removal could be required. Gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic.

Event description:
Reported as: a patient with the orbera intragastric balloon had a "physical examination, the balloon was found to be at the level of the epigastrium lower than usual because of gastric distention, as well as distress caused by food retention." Confirmed through food intolerance. Urgent removal of balloon.